Manufacturer narrative:
The device is obsolete. The patient involved was reported to be deceased without further details, therefore this report is being submitted as "death" related as a cautionary meassure. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 03/27/2017 as follows: the plaintiff allegedly received an implant on (B)(6) 2004 due to post motor vehicle accident (mva) as he was unable to coagulate. The plaintiff is alleging vena cava perforation. The patient involved was reported to be deceased without further details.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. It is unknown if the reported patient death is directly related to the filter and unable to identify a corresponding failure mode at this point in time.

Event description:
Patient reported to have expired on (B)(6) 2016. Per abdominal/pelvic CT, dated (B)(6) 2016, "positive for perforation, negative for tilt, no evidence of migration. Ivc filter in l1-2 interspace to superior l3. Grade 3 perforation-left lateral strut abuts wall of aorta." Per certificate of death, dated (B)(6) 2016, "immediate cause of death, acute myocardial infarction. Conditions and/or underlying cause, hypertension and diabetes mellitus.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.